Event description:
During an ablation procedure, the amplifier displayed an error message. The green light and yellow lights were blinking. Line insertion was set for catheter access and the procedure was cancelled. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.